Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Upper and lower cases and both bail covers are broken. Lcd (liquid crystal display) is out of electrical specification (bleeding).

Event description:
It was reported the current readings were higher then shown on the pacer. The outputs were off. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.